Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a high blood glucose level of 500 mg/dl. The customer reported unable to bring the high blood glucose down even with multiple boluses from the insulin pump. The customer gave a 10 unit manual injection, which brought the blood glucose level to its current reading of 143 mg/d. The customer completed troubleshooting; the high pressure test was successfully completed. The customer was advised to change the entire infusion set, reservoir and insulin. The insulin pump will not be returned.